Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable total protein urine/csf gen.3 (tpu) and creatinine jaffe gen.2 results from a 24-hour urine sample for one patient. The initial tpu result was 0.11 g/l and initial creatinine result was 0.45 (0.5) mmol/l. These results were reported outside the laboratory. The doctor received the results and did not believe the 24 hour creatinine excretion of 0.8 mmol/24 hour for this patient so he called the lab to repeat the urine sample. The same aliquot was tested and the repeat tpu result was 0.26 g/l and repeat creatinine result was 1.78 (1.8) mmol/l. On (B)(6) 2016, a new aliquot form the same 24-hour collection was tested and the tpu result was 0.26 g/l and creatinine result was 1.79 mmol/l. The patient was not adversely affected. The tpu reagent lot number was 621361 and the creatinine reagent lot number was 135898. The expiration dates were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A sample specific issue or a carry-over issue were suspected and could not be differentiated as the reaction kinetic data was not provided. Since this was the only sample affected, it was most likely that the sample was not correctly handled or other pre-analytical issues caused the event. Based on the provided data, an instrument or reagent problem could be ruled out as calibration and qc seemed to be in range.